Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a follow-up appointment and the manufacturer representative (rep) came in after the patient saw the healthcare professional (hcp) and changed some settings. The patient mentioned that everything was working till the rep changed some settings. It was noted that since the rep changed the settings, the patient has been incontinent. Prior to the report, the patient increased the stimulation to 3. During the report, it was indicated that the stimulation was off. The therapy was turned on, increased to 5, and the patient could feel the stimulation. It was noted that the patient may have been using the stim off button incorrectly. On 2019-04-08 (B)(4) (con): additional information was received. Patient reported that they experienced stimulation in the wrong location that it felt "shooting electrical currents" down his right leg. Patient also repeated that the therapy was not working for their symptoms and that they were miserable as the they were peeing 24 times a day. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.